Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris extension set was clogged. The following information was provided by the initial reporter: the filter appears to be occluded.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 24-mar-2022. H6: investigation summary: one sample (model#: 10012866) was returned by the customer. It was reported that there is an uptick in lipids not infusing. The returned set contained lipid solution. Prior to functional testing, the set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd primary set which was connected to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The sample showed a much slower flow rate than expected and was unable to prime within a reasonable time. The customer complaint can be verified. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review could not be performed on model: 10012866 because an invalid lot number was provided by the customer.

Event description:
It was reported that the bd alaris extension set was clogged. The following information was provided by the initial reporter: the filter appears to be occluded.